Event description:
It was reported by the customer that during a case, the blade intermittently stopped spinning. Also, the cable made jerking movements and grinding noise. The handpiece was removed from the motor drive unit and reconnected and the procedure was successfully completed with no pt consequence.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info, derived from the eval, will be submitted in a supplemental 3500a form.